Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No charge or battery lasting less than expected noted during testing. No critical pump error alarms noted or pump error 35 noted. No damage on electronic assemblies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and pump error broken force sensor was detected during seating. It was also reported that the customer had loss of power issues with insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.